Event description:
Customer reported a patient expired on (B)(6) 2014 while being monitored on the dpm 6 monitor. An asystole and ventricular tachycardia events occurred, but the dpm 6 monitor did not produce an audible alarm.

Manufacturer narrative:
Unit will be sent to the company for further evaluation.